Event description:
Smith & nephew reported; the suture of the first anchor was stuck; the second one broke; the third one was stuck as well; and the last one broke. Everything was removed, and a meniscectomy was done instead of meniscal repair. There was a 15 minute delay to the case as a result.